Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision surgery with implantation of a 275cc mentor memorygel breast implant prosthesis. Post-operatively, the patient had a physical exam and magnetic resonance imaging. The health professional stated that the patient had capsular enhancement of the right breast. Several attempts were made to clarify the information, however no information was provided. Since no information was obtained the event is interpreted to be capsular contracture of the right breast. The baker grade rating is unknown at this time. If more information becomes available, mentor will submit the information accordingly. As a result, the patient underwent removal and replacement on (B)(6) 2022. This report is for the left breast prosthesis. Refer to manufacturing report number 1645337-2022-01392 for the contralateral event.

Manufacturer narrative:
On (B)(6) 2022, the mentor analysis lab received the medical device for evaluation. On (B)(6) 2022, mentor received additional information. It was reported that the patient also experienced a local reaction and swollen lymph nodes associated with the right breast. Date of implantation: (B)(6) 2006 baker grade rating: IV replacement device was reported as a 400cc mentor memorygel breast implant. An evaluation was completed on march 08, 2022. Visual analysis of the returned sample revealed that the breast implant had parallel lines of shell wear on the anterior aspect. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Lymphadenopathy or palpable lymph nodes may be the result of bacterial or viral infection, neoplasm (primary or metastatic), or as the result of an idiopathic inflammatory process or foreign body reaction. There have been reports regarding movements of silicone gel material to lymph nodes even with or without evident of rupture leading to lymphadenopathy. A number of epidemiology studies have evaluated large populations of women with breast implants from a variety of manufacturers and implant models. The studies do not, taken together, support an association of breast implants and a diagnosed rheumatic disease. Other than one study, these studies do not distinguish whether the women had ruptured or intact implants. Because there were no supporting pathology reports or physician consultation summaries forwarded to product evaluation, we are unable to confirm the presence of or the possible etiology of the reported lymphadenopathy. Lymphadenopathy is a known complication associated with this surgery and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision surgery with implantation of a 275cc mentor memorygel breast implant prosthesis. Post-operatively, the patient had a physical exam and magnetic resonance imaging. The health professional stated that the patient had capsular enhancement of the right breast. Several attempts were made to clarify the information, however no information was provided. Since no information was obtained the event is interpreted to be capsular contracture of the right breast. The baker grade rating is unknown at this time. If more information becomes available, mentor will submit the information accordingly. As a result, the patient underwent removal and replacement on (B)(6) 2022. This report is for the left breast prosthesis. Refer to manufacturing report number 1645337-2022-01392 for the contralateral event.